Event description:
It was reported by service report that the bed had no power. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bent spade on fuse plug in power entry module.